Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a follow-up where high threshold was noted on the left ventricular lead. The lead was explanted and replaced with a competitor lead. The patient was stable.